Event description:
It was reported that a pt underwent a surgical procedure on (B)(6) 2010. During the procedure, the needle tip broke off. The tip was recovered during the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.